Event description:
Doctor reported an event of "infection" device related. A lap-band ap system surgical revision "access port revision" took place to treat event.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned as the device was not explanted. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of an infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."